Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 5.8 mmol/l on the mobile system, and a result of 2.1 mmol/l on the aviva nano system within 10 minutes. Customer self-treated with 6 jelly beans based on the result of 2.1 mmol/l. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.